Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The reported rupture was confirmed. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx trek instruction for use (IFU) instructs: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, failing to submerge the balloon may have contributed to the rupture.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily tortuous, heavily calcified, 95% stenosed, de novo, mid left anterior descending (lad) artery pre-dilatation with a 3.0 x 20 mm trek balloon dilatation catheter (bdc) was attempted, however, it did not cross the lesion and during the second inflation at 14 atmosphere (atm) the balloon ruptured. The bdc was removed separately without reported incident and a non-abbott bdc was used in the procedure with a xience prime stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.